Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1624c156e, serial/lot #:(B)(4), ubd: 16-dec-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. It was reported that the patient present emergently one week post the index procedure and that occlusion of the right limb near the flow divider of the main body stent graft was noted. It was reported that an intervention with a right to left fem-fem bypass was performed with bilateral femoral artery exposure to re-establish blood flow to the right lower extremity. The intervention went well and the patient is doing well. As per the physician, the cause of the event anatomy related due to the angulation of the proximal neck near the flow divider. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported right limb occlusion could not be determined from the pre-implant films provided. The films during and post-implant were not available, and the occlusion event could not be assessed. Review of a pre-implant 3d/CT film report revealed that the proximal neck was long, reverse-tapered, and severely angulated. The neck diameter ranged from 21 ¿ 19 ¿ 28mm along the 7cm length neck, and at the bottom of the neck the aorta was acutely angulated ~45 deg rt-lt x 90 deg a-p relative to the distal aorta. Moderate thrombus and calcification was also observed within the bottom half of the proximal neck. It appears likely that the occlusion was anatomy related; due to implanting within the long, severely angulated, calcified, and thrombus filled neck, which may have led to stent graft compression and/or distal flow disturbances which resulted in the reported right limb occlusion. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.